Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun.

Event description:
It was reported that while the surgeon was testing the handpiece, he/she realized it was overheating. There was no patient injury.

Manufacturer narrative:
Device was returned for analysis. Evaluation could not confirm the customer¿s complaint of overheating. Pre-repair temperature testing was performed. The following are the pre-repair temperatures at 4 minute: gear¿ 93 degrees f, motor - 93 degrees f and bearing - 88 degrees f. Analysis indicated the motor failed and the handpiece was not working with the xps3000 console. To further investigate why the handpiece was not working with the console, the device was opened. The handpiece was internally dried out and corroded with dried saline. Analysis indicated the following parts were worn: housing, collet outer housing, bearing, shaft, motor and cable assembly, and gear. The device was repaired, tested to manufacturer product specifications and returned to the customer. (B)(4).

Manufacturer narrative:
(B)(4).date MFR. Rec: feb/20/2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.